Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after technical support provided complete pump reset information and walked caller through the pump reset process.